Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr case the 23mm sapien valve was implanted too aortic [70:30] causing moderate paravalvular leak [pvl]. The valve was post dilated with 1cc to reduce the pvl. The pvl was reduced but moderate to severe central aortic insufficiency developed due to flaring of the valve. A second 23mm sapien valve was placed slightly more ventricular to give a true 50:50 placement and correct the central aortic insufficiency. The final result was zero central aortic insufficiency and mild pvl. The pvl was attributed to a chunk of calcium and during post dilation the valve over-expanded causing central aortic insufficiency. The patient was stable following the tavr procedure. Additional information was received via the implant patient registry indicating this patient expired approximately one week post tavr. Details of the patient¿s passing are still under investigation. To date, there is no evidence the patient¿s death was related to the sapien valves. The pre-deployment position for the first valve was 50:50 aortic. The native valve/leaflet and aortic root calcification was not provided. There was moderate mitral annular calcification and no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 50-60 percent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Over expansion of the deployed valve can also result in clinically significant central leak and required additional intervention. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears patient factors [calcified cardiac anatomy] and procedural factors [over expansion of the first valve] contributed to the aortic malposition and resulting aortic insufficiency. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.